Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: from the start of the case, the surgeon activated the device and within the first minute of use the coating on the device wore/peeled off. Analysis conclusion: complaint confirmed: the electrode glass insulation coating is peeling/flaking and is detached from the blade in several areas. Also, the electrode appears to be slightly bent which may have caused the electrode glass insulation coating to become compromised resulting in the peeling, cracking and flaking of the electrode insulation coating. The electrode blade insulation coating is a glass insulator, therefore, if the blade is bent the glass to metal adhesion on the blade will be compromised. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink can cause diminished device performance. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade, and the electrode insulation coating can be compromised.

Event description:
During a plastics case, the surgeon reported peeling from the plasmablade device tip. Nothing fell into the patient and there was no patient impact.